Manufacturer narrative:
The implant was not returned for evaluation, and the customer's complaint could not be verified. The cause of this event could not be determined from the info available and without device eval. This is the first complaint of this type for this part/lot combination.

Event description:
It was reported that an acromioclavicular repair performed in 2007, failed approximately 3 weeks post operatively. X-ray films taken approximately 3 weeks post op indicate the button had flipped back and was found between the clavicle and coracoid bones. A second surgery may be necessary, but has not yet been scheduled. Arthrex representative indicates the surgeon is not sure what caused the event, since the repair seemed to have been successful. This device is used for treatment.